Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead. The patient's rv lead was a non-boston scientific product. The impedances had fluctuated of the last year. Noise and oversensing was observed after the lss. The pacemaker was reprogrammed to bipolar and minute ventilation (mv) off. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.